Event description:
The manufacturer received voluntary medwatch (mw5106333) alleging an issue related to a continuous positive airway pressure (CPAP) device. The manufacturer received information alleging to have hives. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.